Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported that the patient had a posterior cervical fusion on (B)(6) 2013. On (B)(6) 2013 the patient fell. Thru x-ray (unknown date) it was observed that two shaft screws were broken ((B)(4)) at the c1 level. Patient had revision surgery on (B)(6) 2014. During revision surgery, surgeon removed the heads of both of the broken shaft screws and left the shaft portion of these screws in the patient at the c1 level. Surgeon also removed and replaced all the locking caps (quantity unknown) ((B)(4)) and the two ti curved rods ((B)(4)). Surgeon revised patient to two larger shaft screws at the c1 level. Revision surgery was completed successfully. This report is 3 of 6 for complaint (B)(4).